Manufacturer narrative:
Cracked reservoir tube lip, cracked display window and cracked case near display window corners noted during visual inspection. No button response due to corroded keypad traces. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump display window was cracked. The blood glucose reading was not given. Nothing further was reported.